Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On 05/19/2026, it was reported that the patient¿s mother reported concerns that the cgm may have been inaccurate. Prior to leaving for school, the patient administered insulin (dose not specified) based on an unspecified cgm reading, without performing a confirmatory fingerstick blood glucose (fsbg). At approximately 8:25 am, the patient arrived at school. Shortly after arrival, the cgm displayed ¿low¿ with double downward arrows. The parent contacted the school nurse, who located the patient exhibiting symptoms of disorientation and glassy eyes. As no blood glucometer was available, the nurse administered fruit juice. At approximately 9:00 am, the parent arrived with a glucometer. At that time, the cgm displayed 99 mg/dl, while an fsbg measurement showed 198 mg/dl. Shortly thereafter, the patient went to the restroom and, after standing following straining, experienced a loss of consciousness (loc) lasting approximately 5 minutes, followed by continued disorientation. Emergency medical services (ems) were contacted. Upon arrival, no fsbg measurement was taken, and the cgm reading at that time was not specified. The patient was transported to the emergency room (ER), and no treatment was provided by paramedics prior to arrival. In the ER, laboratory blood glucose measured 239 mg/dl. The cgm reading at that time was not specified. The patient received treatment with intravenous (IV) fluids and remained in the ER for approximately 4¿6 hours. The patient was stable at discharge with no ongoing symptoms. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At 9:00 am, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional.h2 additional information.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen -off label location which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported that at approximately 8:25 am, the patient arrived at school. Shortly after drop-off, the parent stated that the cgm displayed ¿low¿ with double downward arrows. Of note, the patient was using an omnipod 5 pump at the time of the event. The parent notified the school nurse, who located the patient and observed disorientation and glassy eyes. As no fingerstick blood glucose (fsbg) meter was available, the nurse administered fruit juice. At approximately 9:00 am, the parent arrived with a glucometer and the fsbg showed 198 mg/dl, while the cgm simultaneously displayed 99 mg/dl. The patient then went to the restroom and, upon standing after straining, experienced loss of consciousness lasting approximately 5 minutes, followed by persistent disorientation. Emergency medical services (ems) were contacted. No fsbg reading was obtained by paramedics, and the cgm reading at that time was not specified. The patient was transported to the emergency department (ed) without receiving treatment enroute. In the ed, laboratory blood glucose was measured at 239 mg/dl; the corresponding cgm reading was not documented. The patient received intravenous (IV) fluids and remained under observation for approximately 4¿6 hours before being discharged in stable condition without ongoing symptoms. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At 9:00 am, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.